Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a hypophyseal tumor surgical procedure, the bur broke in the attachment. It was also reported that two burs broke during the procedure, this is one of those burs that broke. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. H3 other text : device discarded by customer.

Event description:
It was reported that during a hypophyseal tumor surgical procedure, the bur broke in the attachment. It was also reported that two burs broke during the procedure, this is one of those burs that broke. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.